Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture.

Event description:
Periprosthetic fracture of a long stem that was implanted in 2012.

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture. Based on the available information, it is assumed that a distally anchored prosthesis that did not experience proximal bone support, with resulting vibration, led to fatigue fracture over the course of 9 years under constant bending load. A product or material defect is not assumed.

Event description:
Perisprosthetic fracture of a long stem that was implanted in 2012.